Event description:
It was reported that the pt experienced pain at the neurostimulator pocket site and down her right leg. The pain was slight and uncomfortable. The pain was present when the device was off. The stimulation was working well for her symptoms. The pt's healthcare provider checked her device area and saw no signs of infection. An x-ray showed no signs of an issue. It was later reported that the pt experienced a shocking or jolting sensation. The pt had numbness down her right leg. She was not able to walk. She experienced a loss of therapeutic effect and was at home. Further info has been requested.

Manufacturer narrative:
(B) (4)